Event description:
It was reported that a diagnostics test resulted in high lead impedance, so the pt was referred for vns replacement surgery. It was also reported that the pt had "some local pain when his vns goes off," and the pt was experiencing an increase in seizures. The pt was having breakthrough seizures, usually aggressive grand mal type. If the vns output current was decreased, it was noted that the pt has breakthrough seizures. In clinic notes dated (B)(6) 2011, it was reported that the pt's vns was functioning normally, and the pt had good seizure control. On (B)(6) 2011, the pt's device read "low battery," and diagnostics were performed which revealed high lead impedance and low output current. Therefore, the pt was referred for surgery. Upon further follow up with the physician's office, it was reported that the pt was not having significant pain on stimulation other than the fact that the high intensity causes him some local throat irritation, but the physician did not think this was a direct manifestation of a generator failure. The pt has painful stimulation when the output current is raised, which the physician stated he always tried because the pt has such a terribly difficulty to control seizure disorder. No x-rays were taken, and the pt did not have any local trauma. Upon further follow up with the physician's office, it was reported that the pt's seizures were back to pre-vns baseline. No medical intervention was taken as a result of the seizures. The revision surgery was due to generator end of service and lead high impedance. The pt had full vns revision surgery, and it was reported that the devices will not be returned to the manufacturer per hospital policy. Therefore product analysis cannot be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.